Event description:
It was reported patient underwent a total knee arthroplasty utilizing signature knee guides on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2012 due to the slope was inversed a few degrees in the tibial cut. The surgeon did a manual recut and removed the tibia and replaced with a cemented tibia with a keel.

Manufacturer narrative:
Evaluation of planning and procedures determined the root cause for the complaint was an under-segmentation of the guide fit region of the tibia.

Manufacturer narrative:
Evaluation of planning and procedures is in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. Current information is insufficient to permit a conclusion as to the cause of the event.